Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm and the infusion set tubing and site were changed. The customer received a second occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. A system check was performed and air bubbles were observed in the tubing. The infusion set was changed and a bolus was delivered to address the bg level.